Event description:
Implanted port was placed to facilitate breast cancer treatments in 2006. In 2007, during routine flushing, patient complained of severe pain in port area of chest. Flush was aborted. Aspiration yielded 4cc of black liquid palpation revealed that tubing had separated from the port determined by a space palpated between port edge and catheter. Surgeon called to remove port. Pt reported the following day that bruising and pain at port site had appeared. Surgeon again called. Four days later, port removed under local anesthesia. Found to have 14cm sheared off and unaccounted for. Cxr revealed catheter embolized in the heart, straddling the pulmonary artery. The following day, using cardiac catheterization techniques, catheter was removed. Patient developed a right bundle branch block during the procedure requiring hospitalization. Incident reported to manufacturer approx four months later, after being informed that the hospital had not done so.